Event description:
Alleged the patient got out of the bed, fell and broke her arm (humerus) and the patient positioning monitor did not alarm.

Manufacturer narrative:
The technician investigated and could not duplicate the alleged malfunction.